Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the distal segment of the non-calcified right coronary artery (rca). A 4.0 x 20 mm quantum maverick was introduced into the rca, to post dilate a 3.5 x 28 mm taxus stent, but was unable to cross beyond the mid segment of the lesion. The 4.0 x 15 mm apex monorail balloon catheter was used to post dilate the distal end of the stent at 16 atm for 30 seconds. The balloon ruptured on the second inflation at 16 atm when inflated for "approximately less than 30 seconds" while post-dilating the proximal end of the stent. The patient had no symptoms when the balloon rupture occurred and the balloon catheter was removed from the patient without difficulty. The balloon rupture resulted in a "hematoma deep in the vessel wall" and the physician noted that the patient was pain free with normal antegrade flow. The procedure was successfully completed with a 4.0 x 12 mm apex balloon catheter. No further patient injury or complications were reported. The patient's condition post procedure was reported as stable and upon discharge as satisfactory.